Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold leak test and microscopic analysis was performed which identified: delamination partial of the valve and striated punctured on anterior. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A striated punctured on anterior due to surgical damage like consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.